Event description:
It was reported that the surgeon couldn't break off the lock-nut and was unable to remove it from the screw. The lockscrew with break off portion intact remained in the patient. No patient complications reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.